Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Iol was not returned. Only the device was returned. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. The product investigation could not identify the root cause for the reported complaint "haptic was tucked in a manner it would not advance" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the lens had a haptic that was tucked in such a way that it could not advance properly. Additional information was received as there was no patient contact.